Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No excessive no delivery alarms noted.

Event description:
It was reported that the customer was running high when he gets off the insulin pump and does injections. The caller stated that the doctor believes something wrong is with the device. The wife noticed that the insulin in the device was not going down, but when he pushed through the tubing, it did exit. The caller stated that the customer was hospitalized for high blood glucose and was treated with manual injections; his blood glucose dropped, but when they put the device back his glucose level increased. The wife stated that the piston was not moving correctly. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. Performed the displacement test and passed. Advised the wife to call back when the tubing clamp arrives to perform the high pressure test. No further information was provided.